Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced insulin cartridge leakage through the plunger while attempting to fill infusion tubing, which resolved after replacing the cartridge and cleaning the cartridge chamber; education was provided that underfilling and pre-filling cartridges could contribute to leakage, and the user reported no changes in blood glucose. Symptoms included no adverse clinical effects. Outcomes included no clinical impact and no hospitalization. Investigation included review of user technique and device cleaning guidance. Investigation of this case revealed leakage likely related to improper cartridge handling and underfilling, with function restored after cartridge replacement and chamber cleaning. It was concluded that the device functioned as expected after corrective actions, and user education was provided to mitigate recurrence.